Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the pump and catheter would not be returned for analysis as they were discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration and dose) via an implantable pump for spinal cord injury. It was reported a refilling was stopped on (B)(6) 2019 because an abscess around the pump was confirmed during the refilling. The date of incidence was not reported. The dosage was decreased to 50 mcg/day. On (B)(6) 2019, the pump and catheter were removed. The catheter was sent for bacteriological examination. The attending physician's assessment indicated because the patient had diabetes, they were prone to infection. It was also stated there was no direct relationship with the intrathecal baclofen (itb) therapy. It was commented that perhaps the infection might have occurred during the refilling in june. The was considered not causally related to the drug, catheter, pump, and programmer, and unknown if causally related to the surgical procedure. The event was considered recovered as of (B)(6) 2019. Further complications were not reported.